Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to metal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 9 years. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), tooth loss ("lost all of my back teeth"), pelvic discomfort ("vibrating feeling in pelvic region") and intentional device use issue ("she placed first too far inside the left tube so placed second coil just to be safe"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals, tooth loss, pelvic discomfort and intentional device use issue outcome was unknown. The reporter considered allergy to metals, intentional device use issue, pelvic discomfort and tooth loss to be related to essure. The reporter commented: remove 3 coils from tubes. Concerning the injuries reported in this case, the following one were reported via social media: tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: medical device removal. Follow up 2,3,4 processed together. On 20-mar-2020: no new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.